Event description:
It was reported by the patients ex-spouse that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided.

Manufacturer narrative:
Blocks b2 and b3: date approximated. Patient passed (B)(6) 2025.

Event description:
It was reported by the patients ex-spouse that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided. Additional information was received that the physician was not aware of the patients passing. No additional information was provided, and no additional information can be obtained.